Event description:
The culprit lesion was 99% stenosed with calcification in severe tortuous of anastomotic veins shunt. The lesion was confirmed with ultracross before pre-dilatation and then removed. The lesion was dilated by a balloon, when the physician attempted to confirm dilation with ultracross again, he noticed as he inserted the guidewire in this device the tip of this device was broken (outside the pt's body). He pulled out the tip and shaft from the guidewire carefully.

Manufacturer narrative:
A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications. During investigation, bloodstain was observed inside of the distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The guidewire exit port was lifted. The distal tip was broken off and missing including the ro marker 6.0mm long when rec'd. The guidewire that was used during procedure and the tip were not returned. A guidewire (0.018") was inserted and no indication of resistance in tracking the guidewire into the catheter. During image characterization testing, good square image appeared in the systems and the product performed within specification. (Root parent) root cause classification. Root cause description. Physical damage to the catheter may have occurred prior to, during, or after the procedure. The root cause for the damage is undetermined.